Event description:
It was reported that following a recent implant procedure, the patient experienced a suspected infection as the lead incision site was red and open with leads protruding from the site. As a result, the patient was placed on antibiotics and surgical intervention was undertaken on (B)(6) 2025 wherein the incision site was irrigated, thoroughly cleaned, and the leads were repositioned deeper and sutured down to promote proper healing. Cultures were negative for infection several weeks after being on antibiotics indicating that the suspected infection has since been resolved and the patient's wound is healing.

Manufacturer narrative:
Date of event is estimated. The device history record was reviewed to ensure proper packaging and sterility. A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.